Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The pump was able to be charged with an alternate usb cable. The customer¿s blood glucose was 288(mg/dl).